Event description:
The infusion pump was programmed at 20 ml/hr, however the 100 ml bag of normal saline emptied in only 90 minutes. No patient injury resulted. It was reported that the previous IV container appeared to infuse fine and the IV tubing was not disturbed in the pump when the new bag was hanging the solution appeared to be dripping very quickly.